Event description:
The facility reported a colleague infusion pump with a channel b failure. This event occurred during programming/setup in the cath lab. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer reported condition of a colleague infusion pump with channel b failure was not confirmed or reproduced by technical services. Upon review of the event history, failure code 803:07 was identified as the determined problem. Quality engineering identified a defective pump head module (phm) as the cause. The phm was replaced on channel b to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.